Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's doctor thought that the customer had an infection, but the customer stated that she did not have an infection. The customer stated that her doctor did not believe that the insulin pump caused the event. The customer stated that the display was partially black and bleeding. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.